Event description:
The devices was "not working." The patient fell in (B)(6) 2012, had four pinched nerves in her lower spine from the fall; the exact date of fall was not reported. The patient had been in the emergency room (ER) a "few times" since then. In (B)(6) 2012 the patient had "the test and everything to prove the pump wasn't working," at that time it was noted that the patient had gained 10 or 15 pounds, all around her side and her back at times there was fluid and her legs and feet were swollen as well. "They" said "the fluid was dilaudid wasn't getting into the patient's body." In (B)(6) 2012, the patient went to the ER and had a three day hospital stay for uncontrollable pain, cellulitis, swelling in legs and feet and congestive heart failure "due to the fluid buildup." The patient had been to the ER once since the december hospitalization. The ER hcp told the patient that they don't treat chronic pain. The device began alarming "every 15 minutes" "about" three weeks to a month before the initial report. Alarm had not been confirmed by telemetry as of the date of this report. For "two or three days" prior to the report the patient had been "really sick" with "unreal" pain, swelling, "sick at her stomach," "just miserable," "the same old thing," "some of the same symptoms" like when she had had a staph infection years ago due to a non-related device." The healthcare provider was "aware" that the device wasn't working, had been sending prescriptions once a month through the mail. The patient had been taking "120 ms contin extended release 60 and 120 ms contin immediate release 15." The exact dose and frequency was not reported. The patient had an appointment with her hcp (B)(6) 2013. Three weeks after the initial report it was added that the patient needed her "cath replaced and/or pump fixed" and that she no longer had insurance and was "filling papers out to get financial aid." The pump alarm began "about four months ago." The device system was used to infuse dilaudid, bupivacaine and possibly a third drug. . Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that, as previously reported, the patient fell in (B)(6) 2012 and that she had her pump filled prior to the fall and that she knew that something was not right after her fall. She had a dye study done in (B)(6) 2012 and found that ¿the pump wasn¿t working at all.¿ the patient did not have insurance and ¿no one else wanted to bother with it.¿ it was noted that ¿finally¿ her medical doctor ¿got¿ her into springfield and the patient was to see that doctor ¿on monday,¿ and that he wanted the pump ¿turned off¿ and then for the patient to have an MRI (magnetic resonance imaging) to find out where the catheter is. The patient had mris before (it was not reported what the mris were for or if they were related to the device or therapy) but noted ¿it¿s not working anyhow,¿ and added that she didn¿t have any medication in there. The patient had a return of pain symptoms and was ¿on a lot of oral medication.¿ the patient did not have a current follow up physician as previously reported, her pump hcp (healthcare provider) had retired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).